Event description:
The customer reported the system had an intermittent communication failed error messages. This error results in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could now be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.